Event description:
It was reported that the ilet charger was not charging the device until the user repositioned the charger and verified a solid green indicator light, after which charging resumed. No reported adverse clinical effects. Outcomes included no impact to health and no alerts or alarms. Investigation included troubleshooting and user education. Investigation of this case revealed that the device functioned as expected after proper charger placement. It was concluded that no device malfunction occurred and that user guidance resolved the issue.